Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported to the implant patient registry (ipr), 1 year, 1 month, and 13 days post-implant of a 23 mm sapien 3 ultra valve in the aortic position, the 23 mm sapien 3 ultra valve was explanted and an inspiris resilia surgical aortic valve was implanted. The medical records revealed prosthetic aortic valve stenosis with increased gradients due to patient prosthetic mismatch were the reason for explant. On explant, pannus was observed.

Manufacturer narrative:
The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed using the valve serial numbers from related work order and revealed no other complaints relating to the relevant complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3/s3u IFU was reviewed. Valve stenosis is a known potential adverse event. Noted under potential adverse events, 'valve stenosis' and 'device explants'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed from the medical record. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, approximately 1 year post-implantation, a 23mm sapien 3 ultra valve was explanted. Per medical records, explanation was due to stenosis and increased gradient due to patient prosthesis mismatch. Additionally, 'huge subaortic pannus' was observed on explant. In this case, mild degree of patient prosthesis mismatch was noted. Patient prosthesis mismatch (ppm) refers to when the effective valve area after valve replacement is less than that of a native valve. In the aortic position, severe ppm is defined by an indexed effective orifice area of <0.65 cm2/m2. The presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative and overall mortality. Improper valve size selection was likely contributed to the patient prosthesis mismatch; however, limited information was provided regarding annular measurements or valve size selection; therefore, a definitive root cause is unable to be determined at this time. On explant, 'huge subaortic pannus' growth was observed. Pannus, a cause of nonstructural dysfunction or body's inflammatory response, may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation, thereby increased the pressure gradient. As such, available information suggests that patient factors (pannus ingrowth due to inflammatory response) may have contributed to the reported event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the review of medical records revealed that the patient has a medical history of hypertriglyceridemia. The lipid profile (primarily low hdl cholesterol, elevated triglycerides, elevated ldl cholesterol, and elevated total cholesterol) are important factors in the calcification process, which may increase the risk of bioprosthetic leaflet calcification/stenosis. Pannus was also noted on valve explant, which could impact leaflet mobility and result in stenosis. Additionally, mild patient prosthetic mismatch was also reported, which could result in eoa reduction and resemble as valve stenosis. As such, available information suggests that patient factors (hypertriglyceridemia, pannus) and/or procedure factors (patient-prosthesis mismatch) may have contributed to the reported event. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.